Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had their first ins (implantable neurostimulator ) for 10 years and it worked fine. The patient had her ins replaced on dec 3, 2015. The patient was implanted for bowel control. Since (B)(6) 2015 it had been affecting her bladder. She did not have problems with bladder before. Now she urinates any time without any warning. She just goes. Hcp (healthcare provider) told her before that if she had any problems with the new ins it would the leads because the ins is new. The patient was scheduled to see hcp on (B)(6). Symptoms reported were: urinary symptoms. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.